Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall while the patient was connecting new cartridges, and the event was verified in ilet history. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user, including a dry run that confirmed proper steps for filling and changing supplies. Investigation of this case revealed a mechanical problem associated with a consecutive stalled motor alert, and a mechanical problem was identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.